Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working 3 months ago. The device was explanted and was found to have a fluid loss. The physician suspects the cause of the fluid loss is due to age, wear and tear of the device. A new ipp was implanted without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working 3 months ago. The device was explanted and was found to have a fluid loss. There were no patient complications.